Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. The patients implantable cardioverter defibrillator (ICD) was extracted and replaced approximately two weeks later. No further patient complications have been reported as a result of this event.